Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 250 mg/dl. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Customer changed the pump supplies and resumed insulin delivery.